Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since a week now, it was taking 45 minutes to request a bolus. The patient mentioned that they get 11 boluses per day. The patient was trying to get a bolus now on the call and stated that she was finally able to get a bolus while on the call. The agent walked the patient through a reset of the handset and resetting the communicator. The patient then tried to connect to the pump again on the call and the connection got stuck on 90%. The patient was connected to hcit (healthcare information technology) for further troubleshooting. Additional information was received the next day from a company representative who reported that the patient had been having problems for quite a while with the handset but today ((B)(6)2024) they were not able to connect at all, after trying for 45 minutes. The caller stated that the physician sent a prescription for the patient since they were unable to access their medication through boluses. The patient was conferenced on to order a replacement handset. The patient stated that they should be able to get 11 boluses but due to the issues with the equipment, they were only getting on average 4 a day. A replacement handset was requested from the repair department because of the long telemetry time and being unable to access boluses due to communication not progressing past 90%. Additional information was received on 10-sep-2024 from the patient who reported that they received a message from usps that the package could not be delivered. Another replacement handset was requested from the repair department for delivery for tomorrow. No indication of patient harm.